Event description:
The following was reported to hamilton medical ag: there was a need to replace the oxygen mixer assembly. This need for repair was further nor reported neither explained to hamilton. Based on the available information we know that the abnormity occurred not during patient ventilation but either before or after usages. The log files registered alarms. But the alarms occurred during the self test what was done after repairing the ventilator device. That says nothing about what brought this ventilator device at the first place in to repair. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: · there was a need to replace the oxygen mixer assembly. This need for repair was further nor reported neither explained to hamilton. · based on the available information we know that the abnormity occurred not during patient ventilation but either before or after usages. · the log files registered alarms. But the alarms occurred during the self test what was done after repairing the ventilator device. That says nothing about what brought this ventilator device at the first place in to repair. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: there was a need to replace the oxygen mixer assembly. This need for repair was further nor reported neither explained to hamilton. Based on the available information we know that the abnormity occurred not during patient ventilation but either before or after usages. The log files registered alarms. But the alarms occurred during the self test what was done after repairing the ventilator device. That says nothing about what brought this ventilator device at the first place in to repair. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4): follow-up 1: corrected information: UDI related data quality updates only: field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4. Follow-up 2: additional information: fields b4, g6, h2, h3, h6 and h11 are updated. As part of preventive maintenance, the ventilator with software version 2.2.3 underwent a scheduled replacement of the oxygen mixer assembly, revision 04. After the replacement, the device failed to complete the self-test during startup and displayed a "technical state failed" message. Several technical fault codes were triggered, including te231023, te231013, and tf431009, all of which were related to the o2 sensor. The ventilator could not enter ventilation mode but remained accessible via the service software. The issue was identified during preventive maintenance, and no patient was connected at the time. Consequently, the event did not cause or contribute to a death or serious injury for a patient. The most probable root cause of the issue was a read error caused by an unconnected or defective o2 sensor within the newly installed mixer assembly. To ensure compatibility and system stability, the latest software version, 3.0.3, was provided to the service team for installation. However, the service technician did not initially report what actions had been taken to resolve the issue. Despite reminders sent on december 2 and december 9, 2024, no feedback was received from the service technician, and the case was closed without further clarification. In summary, the issue was related to the o2 sensor in the newly installed mixer assembly, and a software update to version 3.0.3 was recommended to ensure compatibility.